Manufacturer narrative:
(B)(4). The complaint device was not returned to dexcom for evaluation. However, data was received and downloaded on (B)(6) 2015. A review of the downloaded receiver log did not confirm the reported event of an unrecoverable loss of antenna. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The reported event cannot be confirmed. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.

Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 they experienced unrecoverable loss of antenna, past threshold. It should be reported that patient is a minor using an adult receiver. There was no report of injury or medical intervention. No additional event or patient information is available.